Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed, however the cause is unknown. One 135 cm nitinol guidewire was returned for evaluation. An initial visual observation showed the catheter was bent approximately 3 cm proximal to its distal end. The core wire was observed to be intact during tactile evaluation, and microscopic observation revealed the tip of the guidewire was undamaged. Two kinks in the guidewire were observed near the bend. While the cause of the kinks observed in the guidewire is unknown, possible causes include damage during packaging, storage, or use. A lot history review (lhr) of reaw1085 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the guidewire was bent in a u-shape. It did not change even after guidewire was drawn from the sheath. On 8/8/2017 - the returned wire contains kinks.